Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes on non-sustained rv oversensing with low voltage impedance were noted. Possible cause of the noise is lead issue, or myopotential. Patient is planned to be brought to the clinic for further testing.